Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The pump battery depleted from 100% to 15% in less than 2 hours. There was no reported impact to the customer's blood glucose level as the customer had not tested at the time of the call. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.